Event description:
The customer reported the touch screen was not working. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep couldn't reproduce any problems with the touch screen. The unit was operating as intended.